Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported she will have an elevated blood glucose reading followed by a low blood glucose reading as low as 20 mg/dl. She said she has experienced seizures and is seeing a neurologist who has prescribed medication. She stated when she has a low blood glucose reading, her husband and daughter will give her glucagon. She said most of the time she is unconscious when her reading is too low. She has not been hospitalized. On follow up with the patient, she stated she has had no further low blood glucose readings but continues to experience elevated blood glucose. She said she will continue to work with her doctor to resolve her blood glucose concerns. No product will be returned for evaluation.